Manufacturer narrative:
(B)(4). Pump received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
Information received by medtronic indicated that the top of the insulin pump came off. It was stated that top of the insulin pump came off and customer glued it. The troubleshooting was performed for the damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.